Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to continuous glucose monitoring (cgm). The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10:25pm, the patient reported feeling "sweaty and shaking" prior to the alleged issue beginning. On (B)(6) 2012 at 10:35pm - 10:37pm, the patient alleged obtaining readings of "365, 48, and 170 mg/dl" compared to her cgm monitor which a reading of "47 mg/dl" was obtained (unknown time). The patient reported managing her diabetes routine with humalog insulin pump therapy. It is unknown if the patient adjusts her insulin according to carbohydrate intake or meter readings. The patient reported on (B)(6) 2012 at 6:00pm, she exercised. On (B)(6) 2012 at 10:37pm, the patient reported having something to eat or drink. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The cca also noted that the patient's test strips were in good condition. However a control solution test was not run due to the patient not having control solution available. The cca educated the patient on lfs' guidelines for valid comparisons. Based on the information provided, there is no evidence that the subject meter caused or contributed to a serious injury. The patient reported developing symptoms prior to the alleged issue beginning, and there was no delay in treatment. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.